Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stent strut was kinked due to the angulation of the target lesion.

Manufacturer narrative:
Device is a combination product. (B)(4). (B)(6). Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that proximal stent rows 6-7 were damaged with stent struts lifted. Distal stent rows 7-8 were also damaged and deformed. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jun-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a non-bsc guidewire crossed the lesion and pre-dilation with 2.0x15mm non-bsc balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed using a 4.00 x 24 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stent strut was kinked due to the angulation of the target lesion.